Event description:
It was reported that the display on the epg (external pulse generator) was broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of display broken, however the display lens was broken and the display was missing pixels. It was also noted that the upper and lower cases were broken, contaminated and corroded, the battery release, battery flex, heart lead flex, knobs, heart block and heart wire contacts were contaminated, side bail covers were broken, the ring cover and ring bail were missing, the lead flex cover was corroded, the battery contacts were compressed, the battery drawer was broken and contaminated, the keyboard was scratched, the serial number label was torn, the main printed circuit board (pcb) was out of electrical specification and the battery drawer o-ring was missing. (B)(4).